Event description:
Once the lead was in place it was connected to an external neurostimulator. It revealed high impedances with electrodes 6 and 7. The patient did not feel stimulation. The voltage was raised and the connection of the snap lid cable was checked, still high impedances. The lead was replaced and was checked with the same snap lid cable. It showed normal impedance measurements.

Manufacturer narrative:
Product ID 3550-31, serial# unknown, (B)(4). Final device analysis for the lead revealed no anomaly found. Final device analysis for the snap lid revealed no anomaly found. The connector at the distal end of the screening cable had foreign material in it.